Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporters state: (B)(6). H3, h4, h6: a review of the device history record. Device history lot part: 03.010.176, lot: 8885364, manufacturing site: hägendorf, release to warehouse date: 04.april 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation selection investigation site: cq zuchwil, selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the thread section at the tip is broken off and missing, this thus confirming the complaint description. In addition, the hexagonal section at the shank is badly damaged and deformed from use. In addition, the instrument is in a very used condition with impression marks and scratches all over, which is an indication of regular use through its 6 years of lifespan. Summary: device history record (DHR) review was performed for the affected lot, 6 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in april 2014. No ncrs were marked in the DHR during production. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that improper handling led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace. (Se_023827 al ¿ important information) based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that the removal end of pfna blades has been snapped off. It was discovered during the kit inspection. It was unknown if there was surgery involved. The patient outcome was unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).